Manufacturer narrative:
This complaint involves two devices. The first device in which suture broke was not returned for evaluation. Only the second device where the anchor deployed was returned for evaluation. The complaint device was received and evaluated. It was noticed that this device arrived with the anchor already deployed off from the inserter, so the reported failure can be confirmed. Visual observation under magnification does not reveal any anomalies on the anchor itself that could have led to this failure. The distal tip of the plastic sleeve however had one of the edges bent outward which might have caused during deployment of the anchor. The suture was still intact and was not frayed or cut. Historically, the anchor pull out is caused by improper bone hole preparation as stated in the complaint description which is attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
During a tendon reconstruction on the finger, the suture broke during the procedure. The procedure was completed with same like product with a ten minute delay. Additional information received via email from the affiliate on 1-5-17 2 anchors where used, both of the failed. With the second anchor the tip broke off. No anchors could be inserted anymore one q/a is partly implanted was an additional bone hole made to complete the procedure? Don¿t know the answer to this question additional information received from the affiliate after speaking with the surgeon on 1-11-17 the doctor used the anchor for a finger procedure, he drilled the hole and inserted the anchor. He tested if the anchor was in place and sitting correctly in the bone by pulling the suture slightly. The anchor holed, so he began suturing the soft tissue. At that time the anchor broke out. The doctor tells me he saw that one of the arcs on the anchor was broken off. Because the drill hole broke out, it was to big to place a second anchor. To finish the procedure he used a the suture from the anchor, which also broke during tying. But he said to me he might me pulling to hard this time. The procedure took about 10 min longer. Additional information received via email from the affiliate on 1-12-17 yes indeed he used 1 anchor only, he find that the drill hole was to big to fix another anchor in it. He used the suture from the first anchor to finish the procedure with a modified technique. Sent email to the affiliate for details 12-19-16. Sent another email for additional information 1-5-17. Sent another email for additional information 1-10-17. Sent email to medical safety to provide the details 1-10-17. Updated email from medical safety 1-11-17: I am having problem with the last sentence: ¿to finish the procedure he used a the suture from the anchor, which also broke during tying. But he said to me he might me pulling to hard this time.¿. He did not use another anchor, that is clear. I do not know if he used the original anchors ¿suture¿ to finish the procedure (complaint, but not a patient injury), or if the original suture was used in a new method in another modified fixation technique (new hole and thus reportable as an injury)? Chao, how do you read this? I am still not quite clear about how the surgeon completed the procedure. So if there is no further clarity, we will report it. Will send the affiliate one more email on how the procedure was completed. 1-11-17 sent updated email to medical safety 1-12-17. First updated email from medical safety 1-12-17. As we discussed the a.m. And if chao agrees, the hcp used the same planned/prepared hole, with the suture from the broken anchor and there was minimal extended time (10 min), there does not appear to be any additional damage or unplanned injury to the bone nor patient and I would not cite this as a reportable serious injury. Sent an email to the affiliate to verify the lot number 1-18-17. Affiliate responded 1-19-17. Cannot check this because device has been sent 22-12-2016 with fedex tracking (B)(4). I have mentioned on the complaint form item 212042 lot l185613.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
During a tendon reconstruction on the finger, the suture broke during the procedure. The procedure was completed with same like product with a then minute delay. Additional information received via email from the affiliate on 1-5-17. Two anchors where used, both of the failed. With the second anchor the tip broke off. No anchors could be inserted anymore. One q/a is partly implanted. Was an additional bone hole made to complete the procedure? Don¿t know the answer to this question. Additional information received from the affiliate after speaking with the surgeon on 1-11-17. The doctor used the anchor for a finger procedure, he drilled the hole and inserted the anchor. He tested if the anchor was in place and sitting correctly in the bone by pulling the suture slightly. The anchor held, so he began suturing the soft tissue. At that time the anchor broke out. The doctor tells me he saw that one of the arcs on the anchor was broken off. Because the drill hole broke out, it was to big to place a second anchor. To finish the procedure he used a the suture from the anchor, which also broke during tying. But he said to me he might me pulling to hard this time. The procedure took about 10 min longer.